Event description:
The customer from mexico reported that they opened a box of the contour® ts test strips and the bottle was already open with the strips being outside the bottle. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.

Manufacturer narrative:
Since no product information was provided and the device is not expected to be returned for evaluation, no testing could be performed and a device history record could not be reviewed. The reporter information (e1) was not provided. No information was captured in sections a1, a2, a3 and a4 as the customer's initials, age, sex and weight were not provided. The customer did not provide the product information for the contour® ts test strips, therefore no information was captured in section d4 (model #, catalog #, lot # and expiration date), and the device manufacture date (h4) could not be determined. The contour® ts test strip is similar to the contour® test strip available in the us market. Therefore, product code nbw and most recent 510 (k) # k062058 associated with the contour® test strip marketed in us were captured in sections d2b and g4 respectively. The device was distributed outside the us, therefore, no gudid information exists.